Event description:
The customer reported that the device had all three (charge pak, attention and wrench) icons illuminated. The device could not provide defibrillation therapy in the reported condition.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported problem and anticipates the device return for evaluation. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined the cause for the malfunction to be a failed capacitor, designator c177, on the analog pcb assembly. A replacement device was provided to the customer.